Manufacturer narrative:
The patient¿s date of birth was not provided. (B)(4). Approximate age of device: 1 year, 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017 the patient arrived at the clinic after reporting low flow alarms the previous weekend, as well as pump stoppage events. No clinical symptoms were reported. The patient was provided an ungrounded power module patient cable, and subsequently underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 5 inches from the pump housing and the severed portion of the driveline was also returned. Visual examination of the driveline revealed breaches to the insulation of the red and orange wires approximately 1.5 inches from the cut end of the severed portion of the driveline which would have been internal to the patient. The observed wire damage appeared to be the result of repetitive movement of the driveline at this location. The remainder of the driveline was submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation and the test did not reveal any additional areas of current leakage. If the exposed conductors of the red or orange wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the analysis of the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.